Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-03071. Related manufacturer reference number:2017865-2020-03074. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.